Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: did any piece fall off of the trocar? Did any piece fall into patient? Is so, were all pieces retrieved?

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the tip of the port was broken off but it did not break into pieces. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2022. H2: additional information received: did any piece fall off of the trocar? No, did not. Did any piece fall into patient? Is so, were all pieces retrieved? No, did any piece fall into patient.